Event description:
A distributor reported an issue with a pump experiencing charging and connection problems with a bluetooth sensor. There was no adverse impact to the customer¿s blood glucose level as there was no information available regarding the value. The customer returned the pump, and it was noted that the pump started, charged, and was recognized by the computer. A replacement pump was sent with a new serial number.